Manufacturer narrative:
UDI:(B)(4). Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to dissection.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Touch-up ballooning was performed using a coda balloon catheter. Intra-operative angiography showed a dissection at the proximal edge of the trunk-ipsilateral leg component. An aortic extender component was implanted to repair the dissection. The procedure was concluded with no other reported issues. The patient tolerated the procedure. It was reported that significant thrombus was observed at the patient¿s proximal aortic neck. The physician reportedly stated that the ballooning might have caused the dissection at the proximal aortic neck.